Event description:
On (B)(6) 2017, the customer received the duraseal exact spine sealant system from the circulating nurse, then he proceeded to perform the delivery system exactly like the directions describe by placing thumb onto the vial and pressing the syringe connector in a downward motion. The activating syringe, (the blue syringe), was place on to the vial securely and the vial accepted the fluid but did not enter the powdered vial except for a few drops of the activating fluid. It was noticed that there are two (2) bluish dots on the inner side of the vial. While checking the powdered vial on the morning of ((B)(6) 2017), it was noticed that some fluid titrated into the vial turning some of the powder blue. Patient information was given as a (B)(6) male who was prepped for surgery. The product was not in contact with the patient, no patient injury or death alleged. No revision/medical intervention required, however, there was a delay in surgery due to product problem for 30 minutes.

Manufacturer narrative:
Investigation completed (B)(6) 2017. The product sample or additional supporting materials from the account was not available for this incident. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. There were no assembly or component issues identified. Without the physical product, a definitive root cause could not be identified. Post market vigilance will continue to monitor this condition for future potential action. Should new information become available.